Event description:
It was reported that the device was firing inappropriate shocks possibly due to the lead failure. The device was removed and replaced and the pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.